Manufacturer narrative:
Cerelink sensor was not returned for evaluation (discarded) and lot number information has not been provided; therefore, an evaluation of the device could not be performed, and manufacturing records could not be reviewed. The cause(s) of the difficulty reported by the customer could not be determined; however, the possible root cause of the defect reported by the customer could be due to excessive pressure applied to product. If additional relevant information becomes available in the future, this complaint will be reopened, and the respective evaluation performed. Trends will be monitored for this and similar issues. At present, we consider this complaint to be closed.

Event description:
A facility reported a cerelink sensor was implanted on (B)(6), 2022. Same day, upon returning from CT, the patient's icp started to drop and sensor/cable failure code appeared. Surgeon tried to trouble shoot with turning off the monitor, plugging it into the wall, running it on battery, but it continued to alarm. Surgeon needed to know the patients icp, since the icp was high. Surgeon decided to explant the sensor on the same day, place a new tunneled cerelink sensor, but with the icp express machine. Readings are appropriate and working properly.